Event description:
A customer reported to beckman coulter that red blood cell (rbc) bath on the coulter act diff hematology analyzer had overflowed a few milliliters of fluid. The customer was wearing gloves and lab coat. There was no exposure to mucous membranes or open wounds. Msds was not reviewed but the customer has an exposure control or risk management plan in place. Patient results were not affected by this event. There was no death, injury, or change to patient treatment, and no one sought medical attention.

Manufacturer narrative:
A beckman coulter customer technical specialist (cts) assisted the customer troubleshoot over the phone. The cts had the customer perform a drain bath function from the diluter screen. The rbc bath did not drain. A clot was found and removed in pinch tubing located at pinch valve vl14 by the customer. Another drain bath function was performed and now both baths properly drain. Pinch valve vl14 routes waste from the baths to the drain. The rbc bath could contain blood, diluent, and/or clenz (cleaner). The root cause for the bath overflow can be attributed to a clot in pinch tubing located at vl14. (B)(4).